Event description:
It was reported that during procedure this console shut down after hearing the sound of burning inside the machine. After inspecting, burn marks were found inside the console. The procedure was completed with another console and another fiber. There were no patient complications reported.